Manufacturer narrative:
B3 date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone: (B)(6).

Event description:
It was report that the cuff air was found to be missing during patient use. This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
Device analysis: one device and one photo depicting the device were received for investigation. During visual inspection, no damage or anomalies were observed with the device. The device was functionally tested, and the device cuff remained inflated for the 12 hour test period, with no leakage observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the reported issue could not be confirmed and no root cause could be found. No actions have been taken.